Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "leaking." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, a broken plug strap, a portion of the plug strap was missing (50-75%) and yellow particles in the shell. A leak test and microscopic analysis was performed which identified a sharp opening and a broken plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening. Also observed was a sharp broken plug strap assessed as an unidentified (tear) opening. As a portion of the plug strap was missing, the assessment was inconclusive.

Event description:
Device has been explanted.